Manufacturer narrative:
Event date: unknown. Additional product codes: mni, mnh, kwp, kwq. UDI: ((B)(4). Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter phone number: (B)(6). Without a valid lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the patient was implanted with a transpedicular fixation system at l4-l5 on (B)(6) 2013. During another procedure it was observed that the left screw at l4 was broken from the base, the left screw at l5 was broken from the medial portion, and the right screw was broken in the preassembled cap area. During the explant surgery of the system a screw half from one of the broken screws was left inside the patient; the rest of the hardware was removed from the patient. In addition it was noted there was a brownish black substance in the region where the screws and rods were placed on the right side. No prolongation of the explant surgery was reported. This is report 5 of 10 for (B)(4)..

Manufacturer narrative:
Product investigation summary: a visual inspection conducted during this investigation identified that two (2) screws were received in broken conditions. The remaining eight devices, which includes the device (part 498.570 / lot 8020535) captured in this report, show no damage. No further investigation was required for the undamaged parts. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the patient visited the doctor because she felt pain; the surgeon scheduled the reoperation.

Manufacturer narrative:
Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history record review: manufacturing location: (B)(4) - manufacturing date: august 2, 2012. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.